Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor passed motor test. The motor may have had an intermittent failure not detected during our testing. The insulin pump was unable to complete testing due to motor error alarm. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received motor error alarm during basal. The customer's blood glucose was 425 mg/dl at the time of incident. The customer stated that they were treating the high blood glucose with manual injections. The customer stated that they were unable to rewind the insulin pump. The customer was assisted in clearing the alarm. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer declined to troubleshoot for the high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.